Event description:
Customer reports receiving erratic readings in blood glucose tests. Customer received readings of 42 mg/dl, 24 mg/dl and 126 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if product is returned for evaluation.